Manufacturer narrative:
No malfunction suspected. The end user was not exercising caution while operating the power wheelchair on a non-ada compliant ramp and not wearing the seat belt as warned in hoveround's owner's manual. Hoveround's owner's manual warns, "avoid ramps and slopes that are too steep, such as those that exceed 5 degrees," and, "always use the seat belt."

Event description:
End user reports while operating the power wheelchair down a steep non-ada compliant ramp she fell and caught her foot on the footplate. End user reports not wearing the seat belt.